Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, granular tissue that seemed to be originating from the patient's right anchor (likely static). It grew to about an inch in length outside the incision shortly after the implant. It was removed superficially and returned again within a week. The physician has since removed the sling.